Event description:
It was reported that following an unremarkable stent implantation, at some unspecified time the pt experienced sub-acute thrombosis. Reportedly, medical intervention may have taken place and no pt injury was reported. No other info was reported. An attempt to obtain additional info was made, but has been unsuccessful.